Event description:
As reported, the customer account is using the y-adaptor with a 4f catheter in neuro cases. They are connecting the catheter to the rotating male adapter and connecting a syringe to the side arm of the y - adapter. The touhey-borst valve has nothing placed through it (no guide cath or guide wire) and the locking nut is tightened down all the way. When the user is aspirating with the syringe (through the side arm) air is being pulled in through the touhey-borst valve. There has been no air injection or patient injury.

Manufacturer narrative:
Although the y-adaptor used in the reported event has been returned to the MFR, a device analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.